Manufacturer narrative:
Unit received with reservoir tube lip partially broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube).unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was damage. Customer reported that the pieces that holds reservoir in place broke off and black o-ring came out. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.